Event description:
It was reported that patient underwent a reimplant procedure of his inflatable penile prosthesis (ipp). Previous device was explanted due to unknown reasons. All components were explanted and replaced. Additional information was received. Device was not inflating. Suspected fluid loss. No adverse patient effects.